Event description:
Pt sustained accidental scald burns to 23% of body surface area. Past history was significant for premature birth at 32 weeks. After admission to burn center, pt underwent placement of an alloplastic dressing in the operating room. The dressing used was transcyte, mfg by advanced tissue sciences la jolla, ca and marketed by smith & nephew. Pt was observed for three days, and observed to be in good condition, taking fluids well and without signs of infection. Left the hosp 9 days later and was seen in clinic 12 days later. At that time pt was still doing well, and the transcyte was adherent without signs of infection. The next day pt was seen by pediatrician, who also judged pt to be in good health, and gave pt an immunization for rsv. Pt continued to do well until the morning of 4 days later, when at 10:00 am pt's mother noted that pt was lethargic, and began vomiting dark emesis. Mother began to drive pt to the emergency room, but the child arrested on route. Pt was coded in the ER but could not be resuscitated. Autopsy revealed pseudomonas in the exudate underneath the transcyte, as well as gram-negative rods invading the skin under the burn. Pt had signs of systemic sepsis, including pulmonary infiltrated, hepatic congestion, and adrenal hemorrhages. The medical examiner concluded cause of death was sepsis due to burn wound infection with pseudomonas.